Manufacturer narrative:
Evaluation summary: kinks were evident on the hypotube from 52cm to 132cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands but not meeting spec due to the deformation of stent struts. Deformation was evident to the 18th distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and moderately calcified lesion with 80% stenosis located in the proximal lad. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and when taken out to use a guide liner the stent was noted to be deformed. Another resolute integrity of the same size was then used. Patient status is alive with no injury.